Manufacturer narrative:
Qc before and after the event recovered within lab established ranges. A field service engineer (fse) was dispatched: the fse decontaminated the system and replaced electrodes. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. Thirty five low na results were reported. The samples were re-tested and amended reports were issued. Customer provided results for 14 patients. Unknown if treatment was initiated or withheld.